Event description:
Reporter alleged the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing would not retract and was protruding outside the drum after it was used. Reporter indicated the system was not dropped prior to the needle protruding from the drum. Reporter indicated she no longer has the lancet drums associated with the system because she discarded them, however, does have the system. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.